Manufacturer narrative:
An event of a hemothorax was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemothorax could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, a hemothorax occurred. The patient became hypotensive and an intracardiac echocardiogram and ultrasound revealed a hemothorax on the left side. A thoracic drain was placed and a blood transfusion was performed to stabilize the patient. The physician could not determine the cause of the hemothorax. There were no performance issues with any abbott device during the procedure.